Event description:
The customer reported that there was a communication failure error message. This error resulted in a loss of fluoroscopic functionality. There is no report of a patient injury or death association with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The 5vdc power supply connections were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.